Event description:
The customer reported that he got his insulin pump and he has programmed it and he got a check set alarm and cleared the alarm but still has an open faced circle on it. Customer stated he checked the status screen and got check setting alarm message. Customer's blood glucose was 42 mg/dl. Troubleshooting was done. Nothing further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.